Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: rep discussed arranging in-services for the nursing teams for these types of issues.

Event description:
It was reported that during an unknown procedure, the handle that slides, stamped off when used. No forced used. No additional information can be obtained as the actual surgeon is unknown. No patient consequences reported.